Event description:
On (B)(6) 2010: surgery, right total knee arthroplasty, hemovac drain placed. On (B)(6) 2010, hemovac drain removed. On (B)(6) 2010, discharged to tcu for continued therapy and recovery. Post-op surgical visit-confirmed via x-ray right knee-foreign object. On (B)(6) 2010 right knee arthroscopy, removal of retained foreign body -hemovac drain.